Event description:
The user facility reported a 40-year-old male on impella cp for hemodynamic support. It was reported that the patient was found to be oozing at the impella site. The dressing was removed and manual pressure was held for 10-15 minutes. The dressing was changed with angle matching and forward tension, resolving the oozing. Access site bleeding with medical intervention of sutures being placed is a reportable serious injury. It was also reported that the purge pressure was over 1050 and purge flows were under 1.8. All lines were confirmed to be open and unobstructed. The stop/start technique was performed and the alarms resolved. The purge pressure was approximately 900 and purge flows of 2.3. The physician elected to convert the purge fluid to tpa with d5w. High purge pressure with medical intervention of tissue plasminogen activator (tpa) being administered is a reportable product malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿